Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion alarms which were unable to be reproduced but were verified through a review of the event history log and found to be caused by the force sensor current reading was found to be above specification, the device was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced downstream occlusion alarms out of specification. There was no patient involvement associated with this event. No additional information is available.